Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized with a blood glucose level of 51 mg/dl. The customer was treated for their blood glucose with food. The customer stated that they did not provide the dates of the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.